Event description:
It was reported that an ilet device developed a nonresponsive touchscreen after it was removed from the charger; the screen had prior hairline cracks and became unresponsive despite cleaning, leading the user to stop ilet use and follow a backup insulin plan with available long-acting and rapid-acting insulin while a replacement was arranged. Symptoms included hyperglycemia with a reported fingerstick of 415 mg/dl, fatigue, and increased urinary frequency. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem associated with a fractured touchscreen component of the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.